Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4). The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded receiver log did not confirm the reported event of the receiver not receiving data. Additionally, the transmitter device (part number stt-gl-003/serial number (B)(4)/lot number 5194579), being used with the receiver device was also returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The customer complaint also, could not be confirmed.

Event description:
Study coordinator contacted dexcom technical support on (B)(6) 2015 to report possible gaps in data on (B)(6) 2015. The study coordinator did not report any injury or medical intervention.